Event description:
It was reported to philips the device gave a 35v power fault error message. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The philips field service engineer (fse) confirmed and duplicated the reported issue; the device gave an over voltage protection (ovp) fault error message. Following the evaluation of the device, the fse replaced the power management (pm) pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.